Event description:
It was reported that approximately one year and six months post port placement via the right internal jugular vein, the catheter was allegedly broken. It was further reported that the distal catheter segment and the port body were removed. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, groshong single-lumen, 8f are identified. As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Manufacturer narrative:
H10: additional information was received and the file was reassessed for reportability and determined to be reportable as serious injury. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, groshong single-lumen, 8f are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one year and six months post port placement the right internal jugular vein , the catheter was allegedly broken. It was further reported that the catheter allegedly migrated inside the patient. Reportedly the distal catheter segment and the port body were removed. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, groshong single-lumen, 8f are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one bard ti implantable port attached to a groshong catheter in two segments were returned for evaluation. Functional, gross visual, tactile, and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter fracture, material separation and the identified wear and deformation issues, as a partial circumferential break was noted approximately 0.1cm from the distal end of the cath-lock and 8.0cm from the proximal end of the distal catheter segment. A complete circumferential break were noted on the distal end of the catheter attached and proximal end of the distal catheter segment that was elliptical in shape. A split was noted approximately 3.6cm from the proximal end of the distal catheter segment. The surface of the partial circumferential break on the attached catheter was noted to be granular in one region and round in the other region with residue throughout. The surface of the complete circumferential break on the distal end of the attached catheter and proximal end of the distal catheter segment was noted to be granular in one region and round in the other region with residue throughout. The surface of the partial circumferential break on the distal catheter was noted to be granular in both regions. However, the investigation is inconclusive for the reported migration issue, as the exact circumstances at the time of the reported event cannot be verified, and the reported event could not be reproduced in the lab. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately one year and six months post port placement the right internal jugular vein, the catheter was allegedly broken. It was further reported that the catheter allegedly migrated inside the patient. Reportedly the distal catheter segment and the port body were removed. The current status of the patient is unknown.